Event description:
It was reported that a patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for peritonitis was not reported. Patient outcome was unknown. At the time of this report the patient was still hospitalized. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). On the same day as the onset, the patient began treatment with cefazolin 2gm per day intraperitoneally and gentamycin 80mg per day intraperitoneally for the peritonitis event. After twenty-four days of hospitalization and treatment; intraperitoneal antibiotic therapy was discontinued and the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of birth - the patient was born on an unreported date in the year 1984. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.